Manufacturer narrative:
(B)(4). This complaint for a reported leak was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse contacted baxter's technical service center regarding air in a home patient (hp)'s abdomen. The hp uses a homechoice (hc) unit for therapy. The nurse did not have information regarding the specific step of therapy when issue occurred. The nurse stated that the hp had air in her abdomen and wanted to know if this can result from a line not being connected properly on the hc. The technical service representative (tsr) explained how air can get into the setup. There was no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.